Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of a portion of the watchman delivery system (wds) with hub, knob rod with the core wire and the implant. There was blood in the end of the hub. The implant was received in the deployed state, detached from the core wire, some of the anchors that were slightly bent. The hub and 6.5cm of the shaft were returned. The end of the separation was torn with the braiding protruding. The shaft was kinked at the distal end of the hub. The distal end of the shaft was not returned, so the tip and markerband could not be analyzed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. The patient was undergoing a left atrial appendage (laa) closure procedure. A watchman® access system (was) was positioned in the laa and a 24mm watchman® laa closure device and delivery system (wds) was advanced. After the first centimeter was deployed, the physician noticed high resistance and the device would not deploy further. Additionally, the distal markerband of the delivery catheter followed the watchman device on angio. A full recapture was performed and the wds was removed together with the was. Outside of the patient, it was noted that the wds outer tube was broken in two pieces. The procedure was completed with another of the same was and wds. There were no patient complications reported and the patient's condition was stable.

Event description:
It was reported that a shaft break occurred. The patient was undergoing a left atrial appendage (laa) closure procedure. A watchman® access system (was) was positioned in the laa and a 24mm watchman® laa closure device and delivery system (wds) was advanced. After the first centimeter was deployed, the physician noticed high resistance and the device would not deploy further. Additionally, the distal markerband of the delivery catheter followed the watchman device on angio. A full recapture was performed and the wds was removed together with the was. Outside of the patient, it was noted that the wds outer tube was broken in two pieces. The procedure was completed with another of the same was and wds. There were no patient complications reported and the patient's condition was stable.